Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A definitive root cause was unable to be determined with the information provided. There are warnings in the device labeling that this type of event can occur: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery...potential risks identified with the use of this system, which may require additional surgery, include: pain, discomfort or abnormal sensations due to the presence of the device..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial four-level extreme lateral interbody fusion from l1 to l5 using coroent xl instruments to place of four (4) interbody cages. Subsequently, the patient reported abdominal pain on an unknown date but within seven (7) days following the initial procedure. At seven (7) days post-op, the patient underwent posterior fixation from t10 to s2. Further, contrast CT imaging and blood work was obtained to address the abdominal pain on an unknown date. It was confirmed that air was present around the descending colon; however, the blood work was found to be normal. Approximately fourteen (14) days following the initial procedure, the patient reported loss of appetite. Evaluation by the gastrointestinal surgeon identified no abnormalities. No further patient symptoms or issues were reported.